Event description:
It was reported that during servicing, the unit had an unknown failure. Not manufactured or distributed by (B)(6): the information provided within this record is regarding a product that was not manufactured or distributed by (B)(6). The manufacturer has been notified. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).